Event description:
It was reported that stent damage occurred. The target lesion was located in the left circumflex artery. A 3.00mm x 28mm promus premier¿ stent was advanced but was not able to cross the lesion. The device was removed and the lesion was predilated using an unspecified balloon catheter. Then the device was again advanced to the lesion however it was noted that one of the stent struts at the mid portion of the stent was lifted. The device was removed and the procedure was completed with another of the same device. No patient complications were reported. There were no adverse events to the patient.

Manufacturer narrative:
Device is a combination product.   (B)(4). The complaint device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).